Event description:
During follow-up, the caregiver stated that the patient was currently in surgery to have the tube removed due to blockage. He clarified that the issue was not with the cycler, but rather a blockage in the patient. The patient will be switching to hemodialysis for a couple of months. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).